Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, a temperature change had occurred prior to the current occlusion alarm occurring. There was no reported adverse impact to the customer's blood glucose (bg) level for the past event; current bg level was 149mg/dl. The past occlusion was resolved by performing an infusion set change. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Tandem technical support advised the customer to wear the pump in a case in order to prevent temperature changes to the pump.